Event description:
It was reported that the rack pushrod on the pump was corroded, which led to difficulties loading cartridges. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.